Event description:
It was reported, the cast cutter was sparking while testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR for eval and the complaint was duplicated. The cause is mot likely due to cuts in the cord and exposed wiring. The product has been deemed obsolete by the MFR for new build production.